Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, ulcerative colitis, depressive disorder, migraine, rash, back pain, joint pain, anxiety, uterine leiomyoma and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("gen. Abnormal bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and genital haemorrhage had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for pelvic pain,dysmenorrhea, menorrhagia, gen. Abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful occlusion of fallopian tubes.. Ultrasound abdomen - on (B)(6) 2013: grossly unremarkable empty uterus. The ovaries appear normal for a premenopausal female. No significant free fluid.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2021: medical record received. Reporters information, lab data and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage and menorrhagia had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia, gen. Abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to "pelvic pain", events- " dysmenorrhea, menorrhagia, post removal complications, psych injury, gen. Abnormal bleeding " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.